Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle broke off. The following information was provided by the initial reporter: the consumer reported patient end needle break and unsure if the needle broke off in the consumer's stomach or broke off and fell to floor. The consumer re-used a bent pen needle for injection and attempted to straighten needle prior to use. Date of event: (B)(6) 2022. Samples: not available.

Event description:
It was reported that 1 unspecified bd¿ pen needle broke off. The following information was provided by the initial reporter : the consumer reported patient end needle break and unsure if the needle broke off in the consumer's stomach or broke off and fell to floor. The consumer re-used a bent pen needle for injection and attempted to straighten needle prior to use. Date of event : 02/01/2022 samples : not available

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.